Manufacturer narrative:
(B)(4): d10: item # unknown, unk vivacet-e poly liner, lot # unknown. Item # unknown, unk shell 54 f, lot # unknown. Item # unknown, femoral stem cementless collared high offset 12/14 taper size 5, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by that patient, that the patient underwent a hip procedure and was implanted with zimmer biomet products on an unknown date. Subsequently, approximately 16 months later the patient reports pain, locking up, jamming, and lack of internal motion by the zimmer biomet implants. Patient is looking for a surgeon to perform a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h3, h6, h11. D10: item # unknown, unk vivacet-e poly liner, lot # unknown; item # unknown, unk shell 54 f, lot # unknown; item # 574202050, femoral stem cementless collared high offset 12/14 taper size 5, lot # unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. With the available information, a definitive root cause could not be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.